Manufacturer narrative:
This event is being reported because this device is the same or similar to one marketed in the united states PMA # p070014. The lot number for the device has been provided. A review of the device history records is currently being performed. The stent remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that there was a problem with the stent after deployment. The length of the stent was 4 cm instead of 8 cm. Additional information pending.